Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avrt) and wolff-parkinson-white syndrome (wpw) with a thermocool® smart touch® sf bi-directional navigation catheter, and a deflection issue occurred. The investigational analysis completed on 1/15/2019. The device was inspected and exposed material was found under ring 1, rings 4 and 5 lifted, and a kink on the shaft was observed. Deflection testing was performed, and the catheter failed. A failure analysis was performed. The catheter handle was opened and the puller wire was found broken. Scanning electron microscope (sem) testing was performed on the damaged area. The results showed evidence of mechanical damage on the surface of the rings and sharp edges. It is possible that the damage was generated with an unknown object. No other anomalies were observed. Fourier transform infrared spectroscopy testing (ftir) was performed. The results showed that the particle is primarily composed of polyethylene-based material. The source of origin remained unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the tip and the puller wire broken cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avrt) and wolff-parkinson-white syndrome (wpw) with a thermocool® smart touch® sf bi-directional navigation catheter, and a deflection issue occurred. Approximately 2 hours into a procedure, deflection in both directions stopped. Catheter replacement resolved the issue. No adverse patient consequences were reported. The deflection issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) failure analysis lab (fal) received the device for evaluation on 11/27/2018 and found exposed material under ring 1, rings 4 and 5 lifted, and a kink in the shaft approximately 80 cm from the distal tip. The lifted rings have been assessed as reportable as internal components are exposed. The awareness date has been reset to 11/27/2018. The bwi fal conducted further testing on 12/17/2018. Scanning electron microscope (sem) analysis was performed and showed evidence of mechanical damage on the surface of the rings and sharp edges were found. It is possible that the damage was generated with an unknown object. No other anomalies were observed.